Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. A review of the black box showed no evidences of load step malfunction but loss of prime had occurred. Investigation was able to load and prime the cartridge without incidents. Force sensor calibration reading was within specifications. When pump casing was opened to investigate, a cracked force sensor flex was found. Investigation was unable to reproduce the alleged load step malfunction.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a prime (load step malfunction) issue. Patient reported that a large volume of insulin was dispensed during the cartridge load step. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.